Event description:
It was reported that during the trial procedure, the physician retracted the patient's lead and got sheared off. The portion that was sheared was left inside the patient's body and the doctor contacted another physician that agreed to take the fragment out at a later date. Additional information was received that the product will not be returned.

Manufacturer narrative:
Sc-2316-50e sn (B)(6). The returned lead was analyzed and the allegation of lead body damage was confirmed. Visual inspection revealed that the top seven electrodes are separated from the distal end. Electrodes 1-7 were not returned. This kind of anomaly is consistent with the damages done to a lead when the orientation of the insertion needles bevel is facing down, or the angle of the insertion needle is greater than 45 degrees. The probable cause selected is unintended use error caused or contributed to event.

Event description:
It was reported that during the trial procedure, the physician retracted the patients lead and got sheared off. The portion that was sheared was left inside the patients body and the doctor contacted another physician that agreed to take the fragment out at a later date. Additional information was received that the product will not be returned.

Event description:
It was reported that during a trial procedure, the physician retracted the patients lead and it sheared off. The portion that was sheared was left inside the patients body and the doctor contacted another physician to take the fragment out at a later date. The lead will be returned.